Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on. The customer reported that there was a delay in the dispensing of medication, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer confirmed that accessing any of the station drawers caused the station to shut down. After securing the pyxibus cable and checking for short circuits, none of which were found testing was conducted in hardware test application (hta). Midway through the tests, the station powered off again. The medium power supply was replaced, and upon retesting hta, the fse was able to access all drawer packets without any issues. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part anlysis: the report of the station not powering on was confirmed during fse testing. According to work order (B)(4) , the fse secured pyxibus cable and checked for any short circuits, and none were found. The station was tested in hta and halfway through the tests, the station turned off again. The fse replaced the med power supply and tested again in hta without issues. Customer performed inventory and tested with no anomalies observed. The laboratory inspection confirmed that the received power module assembly had no fluid ingress, missing components or broken connectors. The laboratory testing was conducted on an esd protected surface using a calibrated digital multimeter (dmm) and the voltages were between the expected range. The hardware test application (hta) confirmed that the power module assembly is functioning as intended. All diagnostic tests were completed successfully, meeting the required performance standards. No indications of intermittent behavior were observed throughout the investigation. No damaged components or visible evidence of electrical faults were observed during the internal inspection. However, dust contamination remains a plausible cause, since it can trap heat, retain moisture or create conductive paths that may lead to intermittent failures that do not appear under controlled test conditions. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the station not powering on could not be identified. Dchu laboratory testing was unable to reproduce the issue, as the power module assembly operated normally during all performed checks. However, dust contamination remains a plausible cause, since it can trap heat, retain moisture or create conductive paths that may lead to intermittent failures that do not appear under controlled test conditions.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on. The customer reported that there was a delay in the dispensing of medication, since they managed to get medication from other station. As per part investigation, it was determined that the root cause could not be identified; dust contamination is a possible contributing factor. There were no adverse events or injuries reported based on this event.